Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did the broken blade tip fall into patient? Yes. If so, was broken blade tip retrieved? Yes. Is the broken blade tip being returned for analysis with device? No. If not, was broken blade tip discarded? Yes. Will the complaint item be returned for complaint investigation? Yes.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. Conclusion: no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. (B)(4). Additional information requested: did broken blade tips fall into patient? If so, were broken blade tips retrieved? Are two broken blade tips being returned for analysis with devices? If not, were broken blade tips discarded? The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.

Event description:
It was reported that during a gastrectomy procedure, the device's active blade broken although no thick tissue was taken. No contact with metal surgical apparatus during procedure. Another was opened up and no faulty events happened and surgery ended without complications. There were no adverse consequences for the patient reported. Twenty minute delay.